Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 750mcg/ml at 477mcg/day and bupivacaine 40mg/ml at 25.44mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that they could aspirate the pump but were unable to fill it. Per the reporter they were not using the manufacture¿s refill kit. Device trouble shooting was reviewed. There were no patient symptoms reported. Additional information received reported that they did the recommended troubleshooting and were not able to fill the pump. Per the reporter they were using a 3ml syringe. It was recommended to try a 5ml syringe and taking an x-ray of the bellows. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the cause of not being able to fill the pump was not determined. The actions and interventions taken to resolve the issue was that they followed troubleshooting as indicated by the manufacturer, used the manufacturer¿s refill kit. The patient went to surgery for pump replacement on (B)(6) 2018. Per the reporter, they tried to fill it two more times in the or (operating room) with no success. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed pump fluid path reservoir access issues due to residue before internal decontamination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported they were unable to fill the pump at normal refill time. They were able to aspirate but couldn't push any drug in to the pump. It was noted that the pump was updated with new settings prior to refill. The pump was replaced using the existing catheter. The patient had sudden loss of therapy. No rotor study or dye study was performed. No further complications were reported.